Event description:
On (B)(6) 2020, dr (B)(6) surgically removed both my breast implants; mentor memorygel breast implant smooth round moderate plus profile; ref: 350-8001bc sn:(B)(4) 800cc. And ref: 350-8001bc sn:(B)(4). When she opened the capsule it was found that the right implant was missing the circular seal. She ended up finding it on the opposite side of the implant. Which means the time that this has been exposed it has been going into my bloodstream. Ye, I have and continue to symptoms of bii. These implants were placed in me on (B)(6) 2017. So they were only 3 years and 2 months old. My surgeon has all my tests and information. She had to do a thorough cleaning of my chest cavity before closing me back up. I'm extremely upset that mentor would put out a product so dangerously faulty in its manufacturing. I truly have reason to believe this has added tremendous amounts of health complications to my life. Constant inflammation, weird skin rashes, horrendous brain fog, chronic pain, shooting, burning, tearing, chest pain, headaches and list goes on. FDA safety report ID # (B)(6).